Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: rouleau, d.m., moisan, p, goulet, j. And laflamme, g.y. (2019), increased risk of cut-out with the use of 45 mm screws or longer when fixing proximal humerus fracture with a locking plate, jses open access, vol. 3(4), page 1 (canada). The aim of this study is to verify whether patients sustaining a proximal humeral fracture treated with screws >= 45 mm are subjected to more cut-out and re-operations. A total of 171 patients were treated with a synthes philos locking plate. The following complications were reported as follows: there were 80 reported complications and had at least1 screw of 45mm. 34 patients had a cut-out. 14 of these were re-operated. Patients with screws 45 mm had a 2.5 risk of cut-out and 37% increased risk of reoperation. The presence of cut-out was significantly associated with more complex fracture, initial varus deformity, avascular necrosis and longer operating room time. This report is for an unknown synthes philos. This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).